Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was at 478 mg/dl. The customer received lost sensor and calibration errors as well. The customer was assisted with trouble shooting and was advised to wait 60 minutes to verify that the isig has stabilized before entering a new value into the pump. The customer was informed that if the issue persist then the sensor would have to be replaced. The customer was advised to monitor the insulin pump for any further issues. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.